Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after arthroscopy surgery had been performed on (B)(6) 2013, the patient experienced pain in the operated shoulder on (B)(6) 2016. This adverse event was solved by a revision surgery on (B)(6) 2022, in which device was removed during the intervention. Patient health status is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the product has not been returned to the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review did not identify similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. Clinical/medical evaluation: the three provided cp-hra-002 ae forms were reviewed; however, they don't aid in determining a clinical root cause of the reported pain approximately 3 years post shoulder surgery. However, it was reported, the surgeon removed the hra component sz. 52/21, during a revision surgery, however, the health status of the patient is unknown. Therefore, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. Visual inspection: visual inspection was unable to be performed because the device has not been received for evaluation. The complaint alleges that revision surgery was required. As the device has not been returned for evaluation, it could not be determined whether the device contributed to the reported event. As the device has not been returned for evaluation, a definitive root cause could not be determined. The titan humeral resurfacing arthroplasty system is an anatomic, cementless, monobody device designed for resurfacing of the humeral head. The complaint alleges that the patient experienced shoulder pain years after implantation of the hra device. The complaint does not provide sufficient information to determine the manner in which the device may have failed. According to risk documentation for the titan system, potential causes for the reported event include incorrect surgical technique, improper activity/handling, or trauma/clinical changes in the patient post-implantation. Based on this investigation, the need for corrective action is not indicated as no non-conformances nor manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed. Corrected data: h6 (health effect - impact code).